Event description:
It was reported that pump experienced malfunction following customer car accident, with malfunction code displayed and pump not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.